Manufacturer narrative:
The field service engineer (fse) found the ise syringes were failing. The diluent nozzles were misaligned and the degasser had ruptured. The fse replaced the diluent nozzle, sipper nozzle, vacuum nozzle and the degasser. The customer performed acceptable calibration and qc . Precision study results were within specification. The fse revisited the customer site and found the mixer unit to be chipped on the bottom and the sample probe was misadjusted. The mixer and slider were replaced. The sample probe was adjusted to specification. The customer ran successful mechanical checks, calibration, controls, and patient comparison studies. Following the 2nd service visit, the issue was resolved. The customer has had no further issues. For the na calibrations performed on (B)(6) 2019, calibration was ok and there were no alarms. Calibrations performed daily from (B)(6) 2019 until (B)(6) 2019 were acceptable. Quality controls were within range, showing no indication of a reagent or instrument performance issue.

Event description:
The initial reporter stated that they received questionable low results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Data was provided for a total of 80 patient samples. Of these samples, 33 had discrepant ise results; 28 had discrepant results for na, 6 had discrepant results for ise indirect k for gen.2, and 4 had discrepant results for ise indirect cl for gen.2. Incorrect results were reported outside of the laboratory for all 33 samples. The samples were repeated on the same analyzer and a second analyzer. The repeat results from the second analyzer were believed to be correct. The repeat results for samples 1-20 were measured on the second analyzer. For samples 21 - 33, the initial, repeat 1, and repeat 2 results were from the complained analyzer. Repeats 3 and 4 for samples 21 - 33 were performed on a second analyzer. The repeat 5 results for samples 24 - 29 were performed on an unknown analyzer after replacement of the na electrode. No adverse events were alleged to have occurred with the patients. The na electrode lot number was r74, the k electrode lot number was x32, and the cl electrode lot number was h71.